Event description:
It was reported that the patient was seen in clinic who had prior known driveline faults which were being monitored. Three pump stops and multiple low speed advisories observed on interrogation on 16mar2026. Log file review showed three pump stops and 57 low speed advisories. No driveline faults were noted in the log file. Technical services stated that this type of behavior had been linked to potential issues with the percutaneous lead. These issues only appeared to be occurring while the ventricular assist device (vad) was connected to the power module. The site stated that the driveline images sent in showed an external area, maybe where the anchor was attached to the driveline with some shielding breakdown or it could be the device that was holding it secure. On 13apr2026 technical services arrived onsite for external percutaneous lead repair. The percutaneous lead replacement was performed approximately 4 inches from exit site. No issues were noted after the patient was back on the grounded patient cable.

Manufacturer narrative:
Section d4: device expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.